Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration on one of the patients lead. The patient underwent a procedure wherein the lead was replaced and that the patient was doing well with good coverage postoperatively. The explanted lead was retained by the medical facility and will not be returned.